Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call motor error alarm and a protruded drive support cap on the insulin pump. Customer¿s blood glucose reading was unknown. Troubleshooting for the motor error on the insulin pump was performed. Customer received more than one motor error alarm within a 30 day period. Customer advised the drive support cap had protruded. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced. The product will not be returned for analysis.